Event description:
The customer reported via phone call that he had low blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer was offered to transfer to 24 helpline but declined and said that everything that has happened was user error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.